Event description:
A customer reported that the insulin gauge on their pump displayed an amount different than expected, showing 37 units instead of the anticipated 90 units. There was no adverse impact to the customer's blood glucose level. The customer had not completed the necessary steps to remove air from the cartridge. Technical support educated the customer on ensuring cartridge air removal prior to filling the cartridge, and the customer understood the instructions. The customer declined to load a new cartridge and decided to continue using the current cartridge, with plans to follow up if necessary.